Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed that a critical alarm occurred due to zero ml reservoir volume reached. The healthcare provider (hcp) was not sure when the empty reservoir alarm occurred. It was noted that the patient was admitted to the hospital due to sepsis. The patient was "out of it" so the hcp was not sure of any symptoms related to the infusion system. The programmer showed that 26.3 ml was dispensed since update and the last change was on (B)(6). It was unclear what the device system was delivering as it was reported as a ¿fentanyl infusion¿ and ¿current drug¿: baclofen.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient passed away on (B)(6) 2013. The cause of death was unknown. The device system contained baclofen 1350.3mcg/day. It was later reported that the empty reservoir alarm was caused by a mistake by whoever did the last refill. There was adequate medication in the patient¿s pump. The death, and the patient¿s symptoms prior to death, was due to disease progression. The patient had multiple sclerosis and respiratory disease. The death was not device related.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ¿mistake¿ that was made at the last refill was they forgot to reprogram the pump after refilling it so the alarm went off right after it was filled. ¿the pump was never told that it had been refilled, so the alarm was going off even though the pump had just been refilled and there was adequate medication in the pump.¿ the reporter had no additional information to provide.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n100014, implanted: (B)(6) 2007. Product type: accessory: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).